Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the tip was detached near the imaging window section and was not returned for analysis. Impedance testing showed an electrical open in the distal catheter. X-ray analysis revealed the electrical open was due to a coax cable broken at 0 cm and 10 cm. Functional testing could not be performed due to the tip detachment.

Event description:
Reportable based on device analysis completed on (B)(6). 2023. It was reported that visualization issues occurred. The target lesion was located in a moderately tortuous and moderately calcified vessel. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not cross due to calcification and there was no image. The procedure was completed with another of the same device. There were no patient complications. However, device analysis revealed tip detachment.